Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that during a pretest, the foley catheter balloon inflated asymmetrically. It was mentioned that health damage to the patient was unknown.

Event description:
It was reported that during a pretest, the foley catheter balloon inflated asymmetrically. It was mentioned that health damage to the patient was unknown. As per follow up information received via ibc on 27sep2022, it was stated that the event occurred during a pretest and the catheter was not used on the patient. There was no impact to the patient.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable.